Event description:
In 2008, the pt reported that she is experiencing air in her insulin cartridges after 1 day of use. He stated that he does not attach the adapter and infusion tubing to the insulin cartridge prior to inserting the cartridge into the infusion device. He was advised to connect the adapter and infusion tubing to the cartridge prior to insertion. He stated that he allows his insulin to warm to room temperature prior to use. The pt called back on six days later, and stated that he continues to have issues with air bubbles. He stated that he would try using new insulin cartridges. Upon f/u on two days later, the pt stated that he used the new insulin cartridges but still sees air bubbles in the insulin cartridge after 1 day. The pt was still experiencing air bubbles on two days later, and his infusion device was replaced. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.